Manufacturer narrative:
Immediately following completion of the procedure, user facility personnel were able to move the table as desired with no issues. The facility continued to test the table functionality prior to the next procedure and could not duplicate the issue. The facility continued to use the table the rest of the day with no further issues. On (B)(6) 2019, the steris service technician arrived onsite to inspect the surgical table and found the table to be operating properly including the manual override controls; no repairs were required. The reported event could not be duplicated. The user facility could not confirm if user facility personnel attempted to utilize the manual override controls as stated in the operator manual. The 3085sp surgical table operator manual states (5-1), "the amsco® 3085 sp¿ surgical table is equipped with auxiliary override systems that can be actuated at any time and that will allow table operation in the event of primary control malfunction. Articulate table according to the procedures, articulation with no electric pump power available, if no pump power is available." A steris account manager will offer in-service training on the proper use and operation of the 3085 surgical table, specifically operating the manual override controls.

Event description:
The user facility reported that during a patient procedure their 3085 surgical table became unresponsive to hand control commands. The surgery was completed successfully in the elevated position. A procedure delay was reported for the next procedure as user facility personnel tested the table's functionality. No report of injury.

Manufacturer narrative:
A steris account manager offered in-service training on the proper use and operation of the 3085 surgical table, specifically operating the manual override controls; however, the user facility declined.